Event description:
A surgeon reported a pt's visual acuity started to decrease following intraocular lens (iol) implant surgery and a laser capsulotomy was performed in (B)(6) 2010. He reported the pt was hospitalized on (B)(6) 2011 due to high intraocular pressure (iop) and an opacity in the iol. The surgeon reported on (B)(6) 2011, the lens was removed and replaced and a trabeculectomy was performed. He stated following surgery, the pt's symptoms have resolved and it is unk what caused or contributed to the event. There are three medical device reports associated with this event. This is for the unilaterally implanted pt.

Manufacturer narrative:
Eval summary: product eval: lens was returned. Solution and optic damage were observed. Haze was not observed on the lens other than the removal of the clinical solution. Results from the product history record review indicated the product met release criteria. Root cause: the root cause cannot be determined from the investigation. Other than the removal of the clinical solution from the iol, no visible haze is observed on the returned product. The investigation is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Add'l info was requested and a completed questionnaire was received from the surgeon on 08/03/2011. (B)(4).